Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed and the device failed rite functional test for an unrelated issue. The device failed rite electrical test for a failed ground bond test. The cause for the failed ground bond test was determined to be a loose door post screw. A review of the service record showed the device passed all required tests and calibrations prior to its release to the field. No issues were identified that may have contributed to the issue of failed ground bond test. The previous return of the device was not for any issues related to failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No patient injury or medical intervention was reported.